Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was witnessed to have what appeared to be tonic-clonic seizure activity, or generalized shaking that lasted approximately 2 minutes. The patient returned to baseline quickly. The patient was admitted to the hospital and placed on intravenous (IV) anti-seizure medication for 2 subsequent days. Neurology consults believed the event to be cardiovascular related (hypoperfusion) after a negative/normal computerized tomography (CT) and electroencephalogram (eeg) results. An echo revealed intermittent atrioventricular opening and it was noted to not have any indication of problems with the ventricular assist device (vad) and the patient was discharged with updated blood pressure therapies. The pump remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.